Event description:
Catheter was sheared and the distal portion migrated into the ventricle. The pt experienced a loss of therapy. It was then noted during a check of the catheter that the distal portion of the catheter had migrated from the intrathecal space into one of the cerebral ventricles. The pt underwent a craniotomy to remove the detached segment.